Event description:
During implant, the stylet was unable to be inserted in the right ventricular lead. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. X- ray examination found the inner coil inside the connector region over torqued consistent with procedural damage. Visual and x-ray examination did not find any other anomalies. The reported event of stylet could not be inserted was confirmed. The cause of the reported event was isolated to the over torque of the inner coil.